Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited high capture threshold. On (B)(6) 2019, the lead was successfully capped and replaced. The patient condition was stable throughout the procedure.